Event description:
Customer reports that, when he reviewed the memory the first time, the results showed as: 97mg/dl, 124mg/dl, and 250 mg/dl. When the customer reviewed the memory a 2nd time, those results then appeared as: 97mg/dl, 250mg/dl, and 373mg/dl. No action was taken based on device memory results. No adverse event reported. Requested return of suspect device and replacement was sent.